Event description:
An (B)(6) female, underwent repair of a ruptured abdominal aneurysm on (B)(6) 2010. The physician was preparing to place an iliac leg graft and noticed that the shipping stylet was stuck in the internal cannula. He tried several times to remove the stylet and in doing so, the endograft became exposed. Nonetheless, the physician was able to resheath the graft and make use of it for the treatment of this patient. Open surgery was performed to retrieve the misplaced graft, as it was locked in position within a very sick artery. Additional information has been requested but not provided.

Manufacturer narrative:
(B)(4) - conversion to open surgical repair is labeled in the IFU. (B)(4) - improper component placement is labeled in IFU. Event evaluation: still under investigation.